Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that eight months after dental implant was placed in ada site 14 in the patient¿s mouth, loss of osseointegration was observed. Patient presented bone type iii. Clinician reported the patient displayed pain, inflammation and bone loss at time of event. The device will be forwarded to the manufacturer for investigation. There were no further patient complications reported.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that eight months after dental implant was placed in ada site 14 in the patient¿s mouth, loss of osseointegration was observed. Patient presented bone type iii. Clinician reported the patient displayed pain, inflammation and bone loss at time of event. The device will be forwarded to the manufacturer for investigation. There were no further patient complications reported. (B)(4).